Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-issues since implant. Information was received from a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 patient stated "I'm underdoses right now and something is likely wrong with the catheter." It was stated patient was at the healthcare professional (hcp) yesterday ((B)(6) 2017) and was told the pump was fine and hcp was suspicious of the catheter. It was state they can not look at it until wednesday ((B)(6) 2017). It was stated patient was suffering horrible detox affects and they will not give oral medications. It was stated patient was told to go to the hospital. Patient was to follow up with hcp. Patient asked what to do and it was reviewed to follow up with hcp to discuss concerns. Patient asked about the hospital and what they will do with the pump in her. Patient noted they will not likely give her pain medication. It was reviewed each hospital has their own policy. It was stated the hcp was just leaving her until wednesday ((B)(6) 2017). It was noted patient was told to call when patient goes to the hospital to have a company representative (rep) help her. The rep's role was reviewed, and it was noted patient has card and print out and if patient should give it to the hospital. It was reviewed patient can.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) on 2017-may-22. The patient got off hydromorphone and on fentanyl in (B)(6) 2016. While on fentanyl she was either over dosed half dead or in withdrawal. The response was for the patient to go to the ER, but the ER did not do anything. Per the patient, one day the patient went into her hcp's office and was told the hcp could tell she was in withdrawal so the hcp increased the dose so much the patient was in a coma. The patient was switched from fentanyl to dilaudid and there was a 48 hour break while the drug switched over which caused the patient to be in horrific detox and be really sick, pale, and sweaty. The switch over was in (B)(6) 2016 and the patient stayed on fentanyl for like 3 months which she could not tolerate before going back to hydromorphone in (B)(6) 2016 or (B)(6) 2017. The patient's medical history that was prior to pump implant on (B)(6) 2016 included a bladder disease. The patient said her bladder was on fire and that when she would give a urine sample, she had to push it and it would start to spasm. The patient reported that she had fallen 10 times in the past 2.5 months and the falls started in (B)(6) 2016 which was prior to pump implant. The patient had bruises all over her body due to the falls. The patient reported that prior to her pump implant, she got physically and mentally hooked, she was taking opana every morning, the biggest dose like oxycontin, 6 dilaudid a day of 8s and or fentanyl patch, and 6-8 dilaudid a day 8 mg. The patient would have problems with the pills like running out early, being on detox taking too many, and losing them.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue related to the possible catheter issue/suspicious catheter and that a catheter study would be performed on (B)(6) 2017. It was indicated that a pump increase was done on (B)(6) 2017 and that the pump did not appear to be underinfusing at the pump refill on (B)(6) 2017. The cause of the possible catheter issue/suspicious catheter was unknown. Actions/interventions taken to resolve the issue were reported as the pump was increased for pain and the catheter study was scheduled. It was indicated that the issue was not resolved; the patient had called on (B)(6) 2017 and was still reporting problems and they were awaiting the catheter check/study due to the patient feeling like the pump wasn¿t working. Pump logs were included with the report and showed that the patient was receiving fentanyl [500.0 mcg/ml] at a dose of 109.96 mcg/day at simple continuous infusion mode and was then increased by 36% on (B)(6) 2017 to a dose of 150.07 mcg/day with a patient activated dose of 19.05 mcg. It was noted that the fentanyl was preservative free fentanyl 500 mcg/ml in 20 ml of preservative free normal saline.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the possible catheter issue/suspicious catheter was unknown. It was noted that the catheter study showed a patent catheter. Troubleshooting included a catheter dye study/case study on (B)(6) 2017 and the catheter was patent. Diagnostics and actions/interventions performed included catheter dye study and pump adjustments. The cause of the possible catheter issue/suspicious catheter was unknown. It was unknown if the catheter issue and patient underdosing and horrible detox was resolved. It was noted that the pump was relocated to abdomen on (B)(6) 2017. Logs showed on (B)(6) 2017 that the fentanyl concentration was 500mcg/ml and the total dose was 109.96mcg/day. The patient administered (pa) lockout interval (loi) was 2 hours and the dose restriction interval (dri) was 1 per 2 hours. The pa dose was 16.04mcg for a total dose of 255.09mcg/day. The maximum activations was 10 per day. Estimated elective replacement indicator (eri) was 71 months. Reservoir volume was 18.3ml. The change on (B)(6) 2017 was a 36% increase for fentanyl 500mcg/ml for a total dose of 150.07mcg/day, and the pa dose was increased to 19.05mcg for a total dose of 319.70mcg/day. On (B)(6) 2017 at refill the concentration was increased and the pa dose was increased. The reservoir volume was 11.5ml. After the change update the fentanyl concentration was 1,500mcg/ml for a total dose per day of 149.9mcg/day. It was noted that it was increased "to 2,000". A bridge bolus was performed where the dose per day was 149.9mcg/day and tubing and catheter volume were 0.347ml. The concentration of the old drug was fentanyl 500.0mcg/ml, 173.37mcg and was increased to 200.00mcg/day. The patient was aware of the lockout that would occur during the 20 hours and 49 minutes bridge bolus. The loi, maximum activations, dri remained as previously stated. Eri was 71 months. The refill interval was 62 days as the concentration was increased. It was noted "refill (B)(6) 2017; 1 week as needed visit." No further complications were reported/anticipated.